Event description:
It was reported that the fluorostar system was experiencing boot issues (unit would not boot). No patient injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. Investigation completed and after reseating of pcbs could not duplicate the problem. The system is working as intended and was placed back into service.